Manufacturer narrative:
Additional information (19-apr-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Quality control (qc) was within expected ranges. No process errors were observed around the time of the event. No product non-conformance was identified with the loci high sensitivity troponin I (tnih) assay or the dimension exl 200 system. A potential product issue was not identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00132 was filed on 14-apr-2023.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci high sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed loci high sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The falsely depressed result was not reported to the physician. The same sample was reprocessed on an alternate dimension exl 200 system and a higher result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed loci high sensitivity troponin I (tnih) result.